Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge and the pump pushed insulin out of the cartridge during the load step. The patient reportedly pulled the cartridge out of the pump so they would not lose all of the insulin. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load cartridge step the pump was unable to load the filled cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction removal reporting # 2531779-03/24/2010-003-r.